Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin delivery was not working as intended. During troubleshooting, the contact reported that the pump made a gear train noise. Tandem technical support (cts) educated the contact on the reason for the gear train noise and explained that the pump has sensors that monitor the delivery system; the customer acknowledged. The customer's blood glucose level was in the 500 (mg/dl) range and was addressed with a correction bolus via the pump.